Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a (B)(6) patient with a 27mm edwards carpentier valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately twelve years and eight months due to calcification leading to stenosis. The patient presented with shortness of breath before the valve in valve procedure. An 29mm edwards transcatheter valve was implanted within the surgical edwards valve using the trans-septal approach. The procedure was completed with perfect result. The patient was noted as to be hospitalized in stable condition. Patients condition was noted as to be very good. As per customer response, the valve failed prematurely.

Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including implant duration greater than 12 years.